Event description:
During product evaluation the pump¿s batteries were found to be depleted. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 01, 2007. Evaluation summary: the condition of a pump with depleted batteries was confirmed. Inspection of the device found that the pump's batteries were potentially damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.